Manufacturer narrative:
The insulin pump power up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored for 24 hrs and no blank display or display anomalies were noted. Power connector plug in and locked in place properly. No unexpected low battery alarms noted during testing or found at the downloaded pump history. Power management tool confirms the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) are within specification. The insulin pump was received with fading serial number label. Unit received with minor scratched display window and case. The insulin pump was received with stained keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of blank display. The customer's blood glucose level was 164 mg/dl at the time of the incident. The customer stated that the pump flashed white or blank. The customer was assisted with troubleshoot and the display did not return. The product was returned for analysis.